Event description:
While attempting to administer intramuscular injection, the 3ml syringe malfunctioned and full amount of medication was not administered. The medication was coming out from around the spring load area of syringe and onto nurses gloves while trying to administer and needle in arm of patient. Unknown how much medication the patient actually received. Additionally, the plunger is very difficult to push in, almost requiring 2 thumbs to push plunger. Coincidently, we also realized that the blue circle on these devices are also flat or somewhat concave in appearance whereas previous syringes the blue circle was convex.